Event description:
It was reported that the balloon did not deflate. Customer removed the catheter after the balloon got a little smaller. Another catheter was used with no problems.

Manufacturer narrative:
Actual device involved in incident was evaluated; performance test performed; visual examination. Component/assembly failure-balloon. Conclusion - device failure directly caused event.